Manufacturer narrative:
The field service engineer (fse) evaluated the device ad found th ac power module faulty. The device needs an ac power module. Upon conclusion of the evaluation, it was determined that the ac power module requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the ac module makes a strange noise or the battery may not be charged.